Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was cassette sensor error. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs in the last 12 months. The customer reported issue was confirmed by performing a visual and functional performance verification test (pvt) and a defective sensor was identified. The downstream occlusion (dso) sensor was replaced to fix the issue. Further investigation identified a buckling upstream occlusion (uso) sensor, and it was also replaced. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.